Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient was tired, not feeling well, didn't sleep well last night, had nausea, and vomited last night. Additional information was received five days later. The patient¿s back was sore. Additional information was received on 2017-jul-28. The patient¿s frequency, leaks, and urgency increased; diagnostics/troubleshooting performed included switching programs. Additional information was received one day later. It was reported that the patient may have a uti and had pain when they urinated. Additional information was received on 2017-jul-31. The patient was meeting less than 50%, did not wake up at night but did leak overnight, had pain with some voids like a uti, and leaked when they coughed. The patient felt pain with stimulation when sitting at the start of the evaluation. The patient changed to program 1 and set it at 0.5. No further complications were reported/anticipated.